Event description:
The patient developed an inflammatory mass. The physician decreased the drug concentration in addition to other interventions unk to the patient resulting in the granuloma being slowly broken down. Further information is being requested from the hcp.